Event description:
(B)(4) - the dealer reported that the tdxsp custom power wheelchair left gearbox was leaking oil outside and into the motor, and the fault log had 203 error codes for both motors 14 times from (B)(6), three times on each day, and five times on (B)(6). There was no patient injury reported.

Manufacturer narrative:
(B)(4) - four reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).